Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information received via a healthcare professional from a clinical study reported high impedances. The value of high impedance was measured after the replacement of the 2 neurostimulators. The electrode was revised: electrode was cleaned and placed back in position. Impedances were back to normal. The event had resulted in prolongation of existing hospitalization and resulted in a medical or surgical intervention to prevent a life threatening illness or injury or permanent impairment to a body structure or a body function. It was indicated diagnostic methods included programming that identified the high impedance (B)(6) 2016. Etiology was reported as unlikely related to the device or therapy, related to the implant procedure,and due to surgery/anesthesia. The outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3391-28, lot# b0965743k, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.